Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had stepped on an electric cord for a food truck and it had jolted their whole body. It was an extra thick extension cord and they felt a big jolt. This had happened right around october 16, 2016. The patient stated that the patient was a success story. Prior to getting the implantable neurostimulator (ins) they had 5 surgeries with 3 fusions and the si (sacroiliac) joint broke. The patient had broken their back at least 7 times, had 4 surgeries, and was walking with a walker as they were barely able to walk. With the device the patient could live their life without slowing down. The patient was upto 10 miles riding on their back and up to 2 miles walking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.